Event description:
It was reported via repair work order that the head end lift had intermittent power due to cpu board malfunction and a broken sensor coil cable. It was also reported that the footend lift had intermittent power due to cpu board malfunction and a broken potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.